Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer said she stopped mom from using system because mom kept getting uti's, so she had to stop using it, but system works fine. It is unknown if troubleshooting was performed. Lot/serial number was not provided. It was unknown what medical intervention was provided.